Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose due to overcorrection. The customer woke up with blood glucose 67 mg/dl and after correction it was 40 mg/dl then customer drank orange juice then it came back up to decent. The customer's high blood glucose was 274 mg/dl, 253 mg/dl, 276 mg/dl, 233 mg/dl. It also customer blood glucose on sunday was 158 mg/dl at breakfast and 261 mg/dl in the pm and then all sudden it went down to 75 mg/dl, 65 mg/dl and 114 mg/dl. The customer declined troubleshoot for low blood glucose. The current blood glucose is 234 mg/dl. The customer treated high blood glucose with bolus via the insulin pump and manual injection and low with orange juice and food. The customer was neither hospitalized nor admitted for high blood glucose and the displacement test was performed and insulin pump passed the test. Based on customer report, customer does not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low reservoir alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip.